Manufacturer narrative:
(B)(4). Concomitant medical products: terumo guide wire 150 cm, terumo introducer sheath 6f, proglide suture (x1), heparin. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using the preclose technique via a 6f sheath, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the first proglide suture was successfully placed. The second proglide was deployed and the foot was retracted; however, the proglide was stuck. After manipulating the foot several times, the second proglide device was withdrawn. The knot came out of the device and did not look correct. The physician cut the suture and another proglide suture was pre-placed and was used successfully after the aaa procedure to achieve hemostasis. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.